Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple occlusion related call service alarms. The battery cap was not returned, a test battery cap and the returned cartridge cap were used in the evaluation. The pump powered up with auditory and vibratory features. No tactile issue was observed with the buttons. The piston cap was found missing from the piston and was stuck against the piston. The piston was unable to move during the rewind step. The pump emitted occlusion alarm after prime step. Due to the piston issue, the 24-hour pump exercise was unable to be completed. The reported occlusion issue was verified in the black box and duplicated in the investigation. Unrelated to the occlusion issue, the battery compartment was found to be cracked from the case seal to the grip pad. Pump casing was opened and no moisture was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia associated with a call service alarm issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 400 mg/dl with extreme drowsiness/difficulty waking up/confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump setting. Customer technical support agent reviewed the event with the reporter. The reporter stated that the pump emitted occlusion related call service 064 alarm while they were on the rewind/load step. The reporter was instructed to reboot the pump and noted that the issue persisted. The reported issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a call service alarm of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.